Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a was with a dilator. There was blood in and on the hub. The shaft was kinked 22cm from the tip. Microscopic examination of the valve did not reveal any damage or irregularities; however, it was noted that the threads of the was were damaged/cross threaded, it could not be determined when the thread damage occurred. The valve was opened when received. An attempt was made to close the valve, and the valve was successfully closed. Functional testing was completed by closing the valve and injecting water into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a valve leak occurred. The patient was undergoing a left atrial appendage closure (laac) procedure. The hemostasis valve of the watchman® access system was very difficult to close completely. The device was exchanged and the procedure was completed with no patient complications.

Event description:
It was reported that a valve leak occurred. The patient was undergoing a left atrial appendage closure (laac) procedure. The hemostasis valve of the watchman® access system was very difficult to close completely. The device was exchanged and the procedure was completed with no patient complications.

Manufacturer narrative:
(B)(4).